Event description:
According to the implanting physician, the female had undergone transcatheter closure of a complex secundum atrial septal defect in 2006 with three devices: 2 septal occluders and an 18 mm cribriform occluder. Intracardiac echocardiogram (ice) showed two ads. The posteroinferior defect was measured to 12 mm with stopflow technique and a 9-asd-011 was implanted. The anteroinferior defect had a stretched balloon diameter of 22 mm and a 9-asd-022 was implanted. The defects were separated by approximately 10 mm of tissue. A third defect was observed on ice posterior and inferior to the smaller device and the 9-asd-mf-018-us was implanted. A small atrial communication was observed near the aorta in a typical location. Attempts were made to cross this area, but were unsuccessful and the procedure was completed without complications. Postoperative echos showed the devices were well-seated without residual shunting. One month later, the patient developed chest discomfort and expired that evening. The husband indicated the patient had vague symptoms of stomach upset, vomiting x1, and malaise. The pathologist reported the patient had a significant pericardial effusion and died of cardiac tamponade. The 200 ml of serosanguineous fluid was found in the pericardial space and bilateral effusions and abdominal ascites were also noted. Upon examination of the heart at autopsy, the devices were intact and in stable position. The pathologist noted no evidence of erosion at the edges of the device to explain the acute pericardial fluid/blood accumulation. The medical records and cds were reviewed by aga's medical consultant and the following observations were reported: report review: the asds were found on evaluation for headaches and the patient was treated with high dose steroids by neurology. Two asds were noted and separated by 10 mm of atrial tissue. Native diameters were 16-17 mm and 7-8 mm. Prolapse of the posterior leaflet and 2+ mitral regurgitation were also observed. The tee notes a trivial pericardial effusion. Handwritten notes on the tee describe a 10 mm svc rim, a 3-4 mm retroaortic rim, and a 12 mm mitral rim. Ivc, posterior and right pulmonary vein rims are not described. The MRI notes close proximity to the aorta on the superior portion of the larger defect. Qpqs by mra was 2.5:1 and at cardiac catheterization 6.5:1 (pa sats of 94-95% despite notation of fio2 of 0.21). Catheterization report notes balloon sizing with numed balloons at stop-flow of 22 and 12 mm. Aso sizes were 22 and 11 mm. An additional "small" defect was noted inferiorly and an 18 mm cribriform was placed. Another small communication at the foramen ovale was left. The post-procedure tte reports no residual shunt with good device position, mitral prolapse, and mild mitral regurgitation. One month after device placement, the patient developed chest discomfort and expired "that evening". A personal conversation with the pathologist describes no erosion, 200 cc of serosanguinous pericardial fluid, and pleural effusions and ascites. The devices are described "in stable position". The autopsy report was not present. Imaging review: disc 1 cine: initial deployment of second device, la disc caught in posterior la/pv/aa, and entire device deployed in la. Redeployed device appears stable after release. On ra gram, the superior device ra disc is not outlined 18 mm cribriform device release appears stable. Disc 2 echo: ice imaging. Multifenestrated ias, 18 mm and 8 mm defects. Balloon sizing of first defect to 21 mm. Balloon sizing of second defect (?) To 16 mm. Same defect to 14 mm? Retroaortric shunt after deployment. Cribriform device appears well positioned. Disc 3 echo the next day: tte imaging. Devices in good position. No pericardial effusion. Mvp posterior leaflet. 2+ mr. Tte and tee before device placement not provided. Impression: good device placement with stable positions. No pericardial effusion noted on the day after deployment. The effusion was not bloody, and the pathologist describes no erosion. This does not appear to be the result of erosion with a hemopericardium. Summary: unexplained adverse event one month after straightforward device closure of multiple atrial septal defects. There is no evidence of erosion or hemopericardium at autopsy. An explanation for the presumed polyserositis with pericardial, pleural, and peritoneal fluid accumulations is unknown.